Manufacturer narrative:
Block b3: the date of the event was approximated to 8/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf component code g0405209 captures the reportable event of the cautery pin detached. Block e1: initial reporter city: (B)(6). Block h11: (product investigation) the returned captivator snare was analyzed, and visual and microscope inspection that the 2-in-1 connector was broken and detached. Due to the device condition the electrical and the continuity test could not be performed. Also, it was not possible to connect the device to another device. No other device problems were noted. Investigation found that the 2-in-1 connector was broken and detached. This problem is likely has occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failure. Excessive manipulation of the device without enough care could have induced the defect found. Additionally, it was found that because the broken of the 2-in-1 pin, the device could not be connected to an active cord to interact with another device. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a 20mm captivator ii round stiff snare was used during a polypectomy procedure performed on an unknown date. During the procedure, an active cord connector connection problem occurred. The procedure was completed with another captivator ii round stiff snare. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of the cautery pin detached. Please see block h11 for full investigation details.

Event description:
It was reported to boston scientific corporation that a 20mm captivator ii round stiff snare was used during a polypectomy procedure performed on an unknown date. During the procedure, an active cord connector connection problem occurred. The procedure was completed with another captivator ii round stiff snare. There were no patient complications reported as a result of this event. Note: this event has been deemed a reportable event based on the investigation finding of the cautery pin detached. Please see block h11 for full investigation details.

Manufacturer narrative:
Block b3: the date of the event was approximated to 8/1/2024 based on the date the manufacturer became aware of the event. Block h6: imdrf component code g0405209 captures the reportable event of the cautery pin detached. Block e1: initial reporter city: (B)(6). Block h11: (product investigation) the returned captivator snare was analyzed, and visual and microscope inspection that the 2-in-1 connector was broken and detached. Due to the device condition the electrical and the continuity test could not be performed. Also, it was not possible to connect the device to another device. No other device problems were noted. Investigation found that the 2-in-1 connector was broken and detached. This problem is likely has occurred due the manner as the device was handled and manipulated may have caused the reported and encountered failure. Excessive manipulation of the device without enough care could have induced the defect found. Additionally, it was found that because the broken of the 2-in-1 pin, the device could not be connected to an active cord to interact with another device. Based on all available information and the analysis of the return device, the most probable cause of this complaint is adverse event related to procedure.